Event description:
On october 10, 2008, the complainant reported that 3 months prior to event date, the surgeon was performing a procedure using "very small needles" and a capio open access suture capturing device on a female pt. It was reported that during this procedure, one of the small needles was used in the pt and came off the instrument. The physician stated that the neeedle was not retrievable from the pt.

Manufacturer narrative:
Information supplied completed by the MFR based on info obtained from the complaint. The complainant indicated the device will not be returned for eval as it has been implanted in the pt; therefore, a failure analysis of the complaint device cannot be completed. We are not yet able to determine the relationship between this device and the cause for this event.